Manufacturer narrative:
One infusion cassette was received for evaluation in relation to the reported event. Visual and functional testing of the device was performed, which was unable to confirm or replicate the reported event. The sample was filled using a syringe, then was connected to a cadd legacy infusion pump. The sample was primed and connected without difficult, the pump was set running and no alarms were observed. The test infusion completed with no issues. The root cause was unable to be determined. No DHR review was able to be performed as there was no lot number provided.

Event description:
It was reported that during the use of the product, medical fluid was primed successfully. However, continuous and pca administration (infusion) was unable to be performed. There was no patient injury reported.